Event description:
It was reported that since the end of (B)(6) 2024, the patient has noticed creaking in the operated hip in the flexion-extension position. During revision surgery, the insert was replaced because it was worn out / frayed. There was no surgical delay. It was further reported that metallosis was found within the capsule. The femoral stem and acetabular cup were found to be well fixed and retained.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: h3, h6 investigation summary: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection revealed metal transfer on the convex surface of the delta cer head 12/14 32mm +1. Additionally, device exhibits light marks on the overall surface as evidence of the device being implanted for a period of time. Metal transfer on the device surface can happen as a consequence of the device coming in contact with the cup. The observed condition can confirm a disassociation between altrx +4 10d 32idx48od and cup, and subsequently the audible sound condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. A manufacturing record evaluation was performed for the finished device 4349150 lot number, and no non-conformances nor manufacturing irregularities were identified. The overall complaint was confirmed as the observed condition of the delta cer head 12/14 32mm +1 would have contributed to the complained device issue.¿ based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): a manufacturing record evaluation was performed for the finished device 4349150 lot number, and no non-conformances nor manufacturing irregularities were identified.